Event description:
It was reported the customer is complaining about the flow rate given by the catheter. The customer changed the dialysis machine at the same time and are not sure if it is due to the machine. No patient injury reported. There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the customer is complaining about the flow rate given by the catheter. The customer changed the dialysis machine at the same time and are not sure if it is due to the machine. No patient injury reported. There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.